Event description:
It was reported during vepter expansion procedure the temporary distraction peg had broken. A chip had come off. The chip was retrieved, another peg was used to complete the surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual inspection revealed the tip of device was bent on the end without the peg foot. In addition, there are score marks on the shaft and damage to end opposite peg foot. It is unk how the device became damaged. Based on available info and unk root cause this complaint is deemed indeterminate.